Event description:
The device was used on a pt on (B)(6) 2010. The pad-pak installed was within its expiry date and the screen status led was flashing normally. During use the device issued a low battery warning. The user continued to use the device until the emergency services arrived. CPR was performed by trained first responders. The pt died.

Manufacturer narrative:
No fault was found with the returned device. Info downloaded confirmed that the device had performed to specification. In the user manual supplied with the device, users are advised on hearing a low battery warning to continue using the device until emergency services arrived. From the info received, it would appear that the user successfully followed instructions. The clinical analysis of the download also confirmed that no shockable rhythm was present throughout the duration of the event. The pad-pak used in the event was not returned for investigation so no conclusions could be reached as to the level of depletion of the batteries. The expiry date of the pad-pak was also not confirmed. The pad pak (batteries and electrodes) used in the device is for single use only but the pad 300p defibrillator is a multi use device. It is not known if this was the first use of the pad 300p device.